Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band procedure, the tissue pad fell off of device and into the patient. The tissue pad was able to be retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.